Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing bd maxzero multi-fuse extension set with needleless connector foreign matter was found during the inspection of the device. There was no report of patient impact. The following information was provided by the initial reporter: the item we are having issues with is bd maxzero mz9270. I have two examples of product that leak on the clamp side of the filter. Lot # 23029243 the samples and stock we had of that lot are in my office located in the basement of (B)(6). Was issue being described noted before, or during used? During use any adverse events or serious injury reported to patient or healthcare professional? No injury to patients reported was there any patient involvement? No what was the patient outcome? None known was there any delay of, or change in, the course of treatment due to this event? Unknown what procedure was being performed? Unknown what medication was used in the procedure? Unknown was the sample(s) contaminated with blood/body fluid/hiv or chemo? No we have had a recurring issue of leaking tri-ports just after the filter on the tpn port. It is causing significant fluid loss in infusing lines to the point of hypoglycemia in some patients.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-jun-2023 h6: investigation summary 2 used samples of mat# (B)(4) received. Under magnification there was verification of what appears to be a hair strand stuck inside the tubing which inspired report of foreign matter issue. After investigation, the main contributor for root cause of contamination by hair is incorrect dress code by plant operator. A device history record review for model mz9270 and lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. H3 other text : see h10.

Event description:
It was reported while preparing bd maxzero multi-fuse extension set with needleless connector foreign matter was found during the inspection of the device. There was no report of patient impact. The following information was provided by the initial reporter: the item we are having issues with is bd maxzero mz9270. I have two examples of product that leak on the clamp side of the filter. Lot # 23029243 the samples and stock we had of that lot are in my office located in the basement of pavilion b, room bb17. - was issue being described noted before, or during used? During use - any adverse events or serious injury reported to patient or healthcare professional? No injury to patients reported - was there any patient involvement? No - what was the patient outcome? None known - was there any delay of, or change in, the course of treatment due to this event? Unknown - what procedure was being performed? Unknown - what medication was used in the procedure? Unknown - was the sample(s) contaminated with blood/body fluid/hiv or chemo? No we have had a recurring issue of leaking tri-ports just after the filter on the tpn port. It is causing significant fluid loss in infusing lines to the point of hypoglycemia in some patients.